Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: bent pin on the backup battery. The reported event of backup battery fault alarm was confirmed via the log file. The downloaded log file spanned approximately 7 days (B)(6) 2020 per the timestamp). Backup battery faults intermittently activated between (B)(6)2020 at 13:56:58 and (B)(6) 2020 at 12:03:39 due to an ebb circuit fault. These alarms resolved shortly after activation. The backup battery not installed alarm activated on (B)(6)2020 at 13:58 due to disconnecting the battery from the controller. This alarm resolved after reconnecting the battery. These alarms did not affect the controller's ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis, however, the backup battery, serial (B)(4) was returned with a bent pin. After straightening out the bent pin, the returned 11v backup battery was functionally tested and was found to perform as intended during analysis. The backup battery fault alarm was not reproduced during the test. A root cause of the backup battery fault was not determined through this analysis, however, the bent pin could have contributed to the alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. A) section 7-"alarms and troubleshooting" and heartmate iii patient handbook (rev. B) section 5-"alarms and troubleshooting" explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate iii instructions for use (rev. A) section 8-"equipment storage and care" and heartmate iii patient handbook (rev. B) section 6-"caring for the equipment" explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a emergency backup battery alarm. The backup battery was changed and the alarm resolved. Log file analysis showed backup battery fault alarms on (B)(6) 2020. Investigation of the returned backup battery revealed that it had a bent pin.